Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to loosening of the tibial baseplate (possible cause or contributor to loosening not reported to rep). A size 6 triathlon tritanium press-fit baseplate and insert were revised to a universal baseplate with augments, cone, and stem, and a new insert. Rep confirmed there are no allegations against the insert. The rep may be able to obtain pictures and the explant for return, otherwise no further information is available.